Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn noticed oxytocin running at a rate that appeared to be faster than programmed. The infusion was stopped using the roller clamp. The rn reported a prolonged deceleration down into 50's that returned to baseline after 6 minutes.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of an oxytocin infusion was running at a faster rate than programmed could not be confirmed. Physical inspection of the device noted no damage or issues. Analysis of the pcu event log shows that at 4:59 am on (B)(6) 2015 the pump was programmed to infuse oxytocin 30unit/500ml at 2ml/h (dose= 2 milliunit/min) with a vtbi of 480ml. The pump alarmed for occlusion patient side at 5:03am having recorded a volume infused of 0.125ml. It cannot be determined from the log review whether the occlusion resulted from of the reported closing of the roller clamp. The pump module was turned off 29 seconds after the occlusion alarm and no more infusions were performed. The device passed all testing and was found to be infusing within specification. The root cause could not be identified.

Event description:
The customer reported that the rn noticed oxytocin running at a rate that appeared to be faster than the programmed rate of 2milliunits/hr (2ml/h). The infusion was stopped using the roller clamp. The rn reported a prolonged deceleration down into 50's that returned to baseline after 6 minutes.